Event description:
It was reported that, during a cori assisted tka surgery, while beginning to map the femur the entire femur turned yellow like they were finished mapping. They turned on the green dots, mapped like normal, and proceeded without issue. Surgery was finished with the same device, after a non-significant delay. No harm to the patient or further complications reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The real intelligence cori, rob10024, sn(B)(6), used for treatment was not returned for evaluation, and log files were not provided. A visual and functional evaluation could not be performed and a relationship between the reported event and the device could not be determined. Although the reported problem was not confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom are related to a known software bug. A review of manufacturing records indicates the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical CAPA, nc, hhe/pra, field action review could not be completed. The product was not returned, and no evidence was made available to link the complaint to a CAPA, nc, hhe/pra, field action. Although no further action will be taken at this time the issue will be continuously monitored through complaint investigation and post market surveillance. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.